Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing red. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and that it had performed to spec up to (B)(6) 2012. The info obtained from the device showed that the software was changed from version 3.0.6 to version 3.2.0 on (B)(6) 2012. The device failed the next scheduled self-test on the (B)(6) 2012 because of a low battery. When the returned device and pad-pak (battery) were tested the device performed to spec and the status led flashed green and there were no warning messages emitted. Further investigation did confirm a significant fluctuation on voltage at the time of the self-test on (B)(6) 2012 compared to the voltage recorded during the self-test on the (B)(6) 2012. This would indicate a possible fault with the pogo pins. The pogo pins were tested and were found to be within spec. Investigation concluded there is no fault with the device and the upgrade of the software did not result in the failure of the device reported by the customer. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.